Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cardiology department the md prepped the intra-aortic balloon (iab) per the instructions for use (IFU). The iab was inserted via a sheath. The md could not inflate the iab properly and as a result, the iab was removed and replaced with a new iab. The procedure was completed and there was no reported harmful outcome to the patient. Additional information received on (B)(4) 2014 stated: indication for iab use: shock. The iab was inserted via the patient's left femoral artery. The second iab was inserted into the same insertion site. There was a reported delay in iabp therapy noted as less than 5 minutes. Further information received on (B)(4) 2014 stated that the md immersed the balloon membrane in saline prior to insertion. When the md noticed that the balloon was not inflating properly, the md used a syringe to aspirate and check blood in driveline tubing. Then the md manually inflated the balloon because no blood was seen. However the md still felt some resistance so removed it and replaced it with new one. Second procedure was completed successfully.